Event description:
False negative test result, continued bleeding after spontaneous abortion. Report received from a physician regarding an unidentified patient with a false negative test result on the signify combo hcg test. The patient's last menstrual period was in 2003. Five months later a signify hcg test was performed on a first-morning urine (specific gravity unknown), which resulted negative. According to the physician, the test was monitored by a nurse and read by the physician at 10 minutes. The physician stated the patient experienced a spontaneous abortion, which was "thought to be complete due to negative urine pregnancy test in office. Thirteen days later, the patient presented to an out-of-town emergency department for abdominal cramps and bleeding while traveling. According to the physician, the patient underwent a dilation and curettage (d&c) due to continued bleeding, from which the reporter stated "product" was obtained. The physician could not confirm that confirmatory hcg or pregnancy testing was performed. No information was provided on the patient's outcome.